Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the heat exchanger for the compressor was leaking. Additional malfunctions include the male elbow for the compressor was leaking.